Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The probe was noted to be damaged by the site. The system was noted to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the pointer blunt tip was damaged on the tip area.